Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was running normal saline bag as the primary hanging below the medication IV ertapenem (200cc/hr) as the secondary using the extension. When the ertapenem bag was nearing empty/actually empty; it was starting to cause a backflow. Initially used the primary line to prime the secondary line and then attempted to prime the secondary line with the actual medication, however continued to have the issue. The user clamped the line to prevent a backflow during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.